Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and device history records review. Return testing was not completed as returns were not available. A review of customer data and information was reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c ict diluent did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for lot 88035un24. A device history record review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6), or ict sample diluent lot number 88035un24.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for one patient. The following results were provided (reference range sodium 136 ¿ 145 mmol/l): sid (B)(6), initial sodium result= 111 mmol/l; repeat with new sample= 137 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium on the alinity c processing module for one patient. The following results were provided (reference range sodium 136 ¿ 145 mmol/l): sid (B)(6), initial sodium result= 111 mmol/l; repeat with new sample= 137 mmol/l . There was no impact to patient management reported.